Manufacturer narrative:
The customer sent the sample to bci. Bci customer product line support (cpls) reproduced the customer's elevated results on the neat sample from the patient. Dilution testing produced non-linear results. Testing with blockers indicated the presence of heterophile interference which was the root cause of this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 - (B)(6) 2010 for additional reportable events/occurrences.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to consistently elevated prostate specific antigen (hyb psa) results generated by access 2 immunoassay clinical system for one patient's samples. The results were reported out of the laboratory, and questioned by the physician because the results did not correlate with other test indicators. The results were discordant to an alternate method. The patient had a CT and trus performed due to elevated psa results. The customer did not receive any reports of patient injury requiring medical intervention attributed or connected to this event.